Event description:
.

Manufacturer narrative:
Root cause cannot be determined as the device was not returned for evaluation. Since the lot number was not provided, a lot history review could not be performed. Additional information from sales representative indicated that the surgeon commented that the screws did not fully seat on the plate which may have contributed to this event.